Event description:
It was reported that during inserting of the implant a splint has come loosen. Therefore, the mentioned device couldn't be fixed with the implant. A replacement was available.

Event description:
It was reported that during inserting of the implant a splint has come loosen. Therefore, the mentioned device couldn't be fixed with the implant. A replacement was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a missing pin involving a femoral impactor extractor was reported. The event was confirmed. A material analysis has been performed. The report concluded: "the pin was missing likely due to the out-of-tolerance of the press-fit hole in the main housing. A press fit condition was only observed on a small portion of one side of the press fit hole. No material defects were observed on any of the surfaces examined." Device history review indicated the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events reported for this manufacturing lot. The investigation concluded that the pin falling out of the femoral impactor extractor was caused by a manufacturing nonconformance. Based upon the conclusions of the visual and material analysis, it was determined that the supplier had not fulfilled the specified press fit operation by producing out of tolerance components leading to the pin falling out. Due to a manufacture date of 21-oct-2011, (B)(4). All corrective actions will be documented in the nc pr.